Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported the screw fractured at the threads. Screw was completely removed. Screw was placed in (B)(6) 2023 and removed on (B)(6) 2026. The implant remains implanted.